Event description:
Per the clinic, the patient experienced bone growth around the implant site and reported that the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.